Event description:
Patient reported after injection with "juvederm" in an unspecified injection site, the patient experienced "ache" in an unspecified site. Patient also described "it is swollen" and the patient can barely smile. Hyaluronidase and bactrim were provided as treatment. Status of the symptoms are unknown.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of ache, being swollen, and "can barely smile" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.